Event description:
Returned by customer as unit was beeping but customer cannot recall if it was single chirping or triple chirping. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Returned by customer as unit was beeping but customer cannot recall if it was single chirping or triple chirping. There was no negative patient impact.